Event description:
It was reported to philips that the system could not make exposures, only perform fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the neurovascular treatment was aborted and completed by using another system. A philips field service engineer (fse) inspected the system on-site and confirmed that the system cannot do exposure. During troubleshooting, the fse reviewed the system log file and identified issues with stator output overcurrent and adu output overcurrent, along with an abnormal status led. The cause of the adu failure could not be conclusively determined by the supplier's part analysis, however the replacement of the adu by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.